Event description:
It was reported that this patient expired on the same day their subcutaneous implantable cardioverter defibrillator system was changed out for a transvenous system due to a therapy change. The field representative later reported that the physician did not believe the device was related to the death and that the patient likely expired due to complications from anesthesia. No products will be retuned.